Event description:
It was reported that t:slim x2 pump battery would not charge, and charging connection was not recognized despite use of original and alternate charging cables and wall adapters. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave pump connected to working outlet for at least 30 minutes, later confirmed issue persisted. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.